Manufacturer narrative:
A light emitting diode (led) graphic user interface (gui) and a gui printed circuit board (pcb) were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the root cause was isolated to a vendor process on the led gui. No fault was found on the gui pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during installation, a 980 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the gui display. The se performed calibrations and extended self-testing on the device and all tests passed.